Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was stating to connect power with nonstop alarms. The log file captured an unusual string of voltage readings on the controller black lead. The alarms appeared when using both battery and mobile power unit. Additional information was received that damage on the controller was noted with the black connection and that when it was bent closest to the battery, it would alarm. The controller was exchanged, and the issue resolved. The exchanged controller would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed; however, the reported event of damage to the black power cable was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (19oct022 ¿ 21oct2022 per timestamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on the black power cable. The power cable disconnect alarm activated with these events as well. The atypical power cable disconnects occurred on both battery power and while the controller was connected to the mobile power unit (mpu). These atypical alarms occurred at the time stamps of 19oct2022 from 23:22:58 ¿ 20oct2022 at 11:40:21, intermittently from 20oct2022 at 13:51:26 ¿ 13:53:51, and from 20oct2022 at 13:54:46 ¿ 21oct2022 at 09:26:41. There were no other notable alarms active in the log file. Pump operation was not affected. The controller was not returned; therefore, the extent of the reported damage was unable to be determined. Additional information provided on 31oct2022 stated that the controller was exchanged due to bending the black power cable causing alarms, exchanging the controller resolved the issue, and no products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it was stated that bending the black power cable would cause the controller to alarm. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.